Manufacturer narrative:
Additional information was received. The UDI and manufacturing date were received. The lot number should be 066207818. The device is labeled for single use.

Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation. UDI and manufacture date not available for this system at time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that at the end of a navigus biopsy case, when the surgeon was removing the navigus base from the patient, 2 of the 3 screws broke off. One of the screws remained lodged in the patient's skull and was unable to be removed. The surgery was completed with navigation.